Event description:
It was reported that the artificial urinary sphincter (aus) was working and cycling correctly, however, the patient experienced recurring incontinence due to urethral atrophy. The entire aus system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.